Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device and review of the provided photo confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument fractured. Surgery was completed without any issues using the femoral impactor. No surgical delay, no adverse patient consequences, no part remaining in patient.